Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred and the drawers did not open. The customer attempted to reboot the station and recover the drawers; however, the issue recurred. The customer reported that the ongoing drawer failures resulted in delays in medication dispensing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) drawer failed and did not open. A field service engineer (fse) troubleshot an issue with drawer 4 on the main unit, where two cubies were not on the bus. The row board and retractor band cable were reseated, and all debris between the cubies was removed. Testing was then performed in hardware test application (hta), and all tests passed with no issues. The customer also tested and verified that the cubies were functioning properly. Additionally, the smart remote manager temperature readings were validated and found to be within the manufacturer specifications. The system functioned as intended after the field service engineer repaired the device.